Manufacturer narrative:
(B)(4)

Event description:
It was reported that lead was operating different than expected. There was no explanation on the specifics of the dysfunction. The lead was explanted. No further information was provided.